Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "called in for a poly exchange with dr. (B)(6) surgeon planned to take stryker stem out and replace with a (B)(6) device. Surgeon mentioned that the stryker head had disassociated from the stem."

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: mar concluded: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. A fractured mcreynolds adapter was observed in the stem. No materials or manufacturing defects were observed on the devices examined. Medical records received and evaluation: not performed as medical records were not returned. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the investigation concluded that there was a loss of taper lock between the head and the stem. No further investigation for this event is possible at this time. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported, "called in for a poly exchange with dr. (B)(6) surgeon planned to take stryker stem out and replace with a depuy device. Surgeon mentioned that the stryker head had disassociated from the stem." "The dr. Routinely exchanges the liner when removing the stem or exchanging the head." No pre-diagnosis findings found with the liner prior to revision.